Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the associated anchor was not returned and therefore not available for a physical evaluation. The complaint cannot be confirmed. However proximal anchor breaks in hard bone have been associated with out of spec drill bits. The dimensional inspection confirmed the drill bit was out of specification and the failure was attributed to human error during manufacturing. Nc has been initiated at mitek to capture supplier CAPA for this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable. Associated medwatches: 1221934-2018-51803, 1221934-2018-51805. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This complaint was opened to document one of six complaints reported by our sales rep. The rep reported that during a shoulder repair that the customer's gryphon drill bit broke the customer¿s anchor while it was being inserted into the bonehole. The sales rep reported that the drill bit was too short causing the anchor to fracture proximally. The surgeon completed the procedure with the device leaving the anchor securely contained within the bone hole and removing the broken pieces. The sales rep confirmed that there were no patient consequences and a 2 minute delay. The sales rep could not provide further information at the time. Please reference complaint# (B)(4) for the 6 additional procedures.